Manufacturer narrative:
(B)(4). S/w ver. 4.11j. Retainer ring = missing. On (B)(6) 2021 customer alleged cosmetic damage/battery spring damaged and crack on the pump along battery side. The test p-cap does not lock properly in place in the reservoir compartment noted. The pump powered up properly after battery installation. The pump passed the sleep current measurement and active current measurement. The pump was received with a cracked keypad overlay, scratched case, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. In summary, the pump was received with a cracked keypad overlay, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring.

Event description:
Information received by medtronic indicated that the customer reported battery was falling off. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.